Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer (fse) inspected the station and verified all power sources, cables, and connections. Despite the station being powered down, devices were not detected. Internal ip settings and firewall configurations were reviewed, but the issue persisted. Ethernet connections and drawer controllers were checked for faults. The communication sled was found to be non-functional, with no led indicators for network, heartbeat, or communication. The comm sled was replaced, and the station was powered back on. All drawers were successfully detected in the user application. Pharmacy staff logged in without issues, and drawer compartments were confirmed to be properly assigned and accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected cubie, and they had to access the medications from pharmacy or from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.